Event description:
Distributor reported a malfunction of an insulin pump identified with code malf 3-0x2095, originating in denmark, and informed on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections (mdi) as backup therapy, and tandem technical support arranged to replace the faulty pump under warranty. Customer acknowledged instructions to place the pump in storage mode and return it within ten days using a prepaid label.